Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. The patient stated they had terrible spasms at night and experienced incontinence. They also felt strong urgency to void, but could not void. The patient was advised to contact their clinician with questions regarding medical advice. Contributing factors were unknown. No diagnostics were performed and no actions were taken. It was unknown if the issues were resolved at the time of the report. Additional information was received. The rep reported that urinary retention was not a pre-existing condition for this patient. They also reported it was resolved, it did not require any intervention. Per the physician, the patient did not even contact the office regarding this. No further complications were reported or anticipated.